Event description:
It was reported during insertion, the physician experienced difficulty to shift back the guide wire into the straightener of the advancer. Afterwards, the wire hooked inside the raulerson syringe. Once the wire was removed, they noticed the j-tip of the wire was bent. The physician was able to insert the wire through the syringe but with difficulty and the catheter was placed successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).